Event description:
The ventilator went vent inop and alarmed, while being prepared for use. There was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the reported problem. The service tech replaced the oxygen motor controlled board to correct the problem. Extended self testing (est) and performance verification testing was performed and the ventilator passed per operating specifications.